Manufacturer narrative:
The device for this event has been returned to the manufacturer for evaluation. The investigation is confirmed for packaging holes, as the outer seal was received partially peeled form the tray. Damage was observed on one side of the outer tray. The other side was observed to be intact. The proximal end of the tunneler was observed to be protruding from the outer packaging, piercing through both trays.there is no indication that the sterile barrier breach is related to a design failure, as the powerport ti low profile packaging configuration passed ship testing. The definitive root cause for the hole identified in the device packaging could not be determined based on the provided information the device is labeled for single use.

Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that model 1716070 implantable port experienced a tear, rip, or hole in device packaging. This event was reported from a single source. This event had no reported patient involvement. The patient¿s age, weight, and sex were not provided.

Manufacturer narrative:
The device for this event has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that model 1716070 implantable port experienced a tear, rip, or hole in device packaging. This event was reported from a single source. This event had no reported patient involvement. The patient¿s age, weight, and sex were not provided.